Event description:
It was reported to philips that image processing malfunction prevented x-ray functionality on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective ippc 459800544292 and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).